Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was an issue with the life of the battery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the pump¿s black box revealed that data from the date of the complaint had been overwritten however the alarm history showed evidence of an error, alarm, warning. The current black box showed voltage drops resulting in battery alarms after the complaint date. No battery cap or cartridge cap was returned. All test was performed with a test cap. The pump powered on with the test battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The current draws were within specification. A battery life issue was not duplicated during investigation. The pump case was removed and disassembled. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.